Manufacturer narrative:
Concomitant medical products: baxter 500ml of 5 % dextrose bag with 170 mg oxaliplatin, lot y002931, exp 01/16; baxter 100ml 5% dextrose bag, lot p333252, exp. 10/16, therapy date (B)(6) 2016 . The customer¿s report of a leak was not confirmed. Visual inspection of the junction between the texium connector, smartsite and male luer, noted no damage or defects but it was noted that the male luer spin collar was not fastened to the texium connector. Functional and pressure testing was performed; no leaks were observed during priming or the gravity run. The root cause of the customer¿s report of a leak at the texium connector was not identified.

Event description:
The customer reported a leak in the primary tubing while infusing oxaliplatin 170mg in 500ml d5w at the most distal y-site texium connection. The leak occurred after the chemotherapy infusion was complete and the d5w main line was infusing at kvo to flush the line. The texium attachment was removed from the tubing and reattached however that did not solve the leaking problem. There was no patient harm reported.

Manufacturer narrative:
(B)(4).